Event description:
A malfunction was reported on a pump. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. The customer was assisted with resetting the pump by technical support, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which they acknowledged and understood.